Event description:
Husband places call to rep to complain about batteries and labeling of batteries/unit. Husband states that after replacing electrode/battery in unit that wife still felt no stimulation and unit would not turn on. Husband told rep that he put electrodes on his wife, connected leads to electrodes, leads to unit and continued to turn up the dials as high as they would go to see if wife would feel stimulation. With unit turned as high as it would go and unit still attached to wife - opens unit removes battery, notices he did not remove plastic tamper proof seal. Removes plastic covering from battery and places battery back into unit. The pt immediately receives an extreme painful jolt of electrostimulation as the unit was not turned off/removed from her body before putting battery back into unit. Husband upset that there were no warnings on unit or battery to make sure unit is turned off before putting in battery.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-01193 and 3005099803-2010-01196. It was reported to boston scientific corporation on (B)(6) 2010 that three c.r.e. Wireguided balloon dilatation catheter devices were used during a duodenal dilatation procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the cre balloon was not properly deflated and as a result, the device got stuck in the scope. The procedure was successfully completed with a fourth c.r.e. Wireguided balloon dilatation catheter. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4) = atrial ventricular disruption, massive bleeding, severe hypotension, low cardiac output, irreversible v-fib, and progressive acidosis. On 04/16/2010, through follow-up with the health-care provider via fax, the operative report of (B) (6) 2010, and the discharge summary was provided. Through which it was learned that the patient expired due to post-operative complications. (B) (4)

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the operative report and additional information regarding the device and event; however, no additional information was provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.